Manufacturer narrative:
Additional information was received that this was a user error by incorrect running of the verification procedure. There was no malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an evacuation flow failure which could cause elevated levels of co2 in the patient circuit. There was no report of patient involvement.